Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient experienced their ipg powering off unexpectedly for over four years. As a result, the patient underwent a procedure on 28sep2022 in which the ipg was explanted and replaced to address the issue.